Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Subsequently the device was explanted on (B)(6) 2018.